Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the reservoir tubing disconnected easily from the top of the reservoir and occured 3 different times. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that replacements would be sent to her.